Manufacturer narrative:
This is related to MDR number 3011632150-2021-00005. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of occlusion are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
This is related to MDR number 3011632150-2021-00005. There is no evidence to suggest that the device caused or contributed to this event. The patient was treated as part of the (B)(6) post-market observational study on (B)(6) 2018. At index procedure ((B)(6) 2018) the patient presented with a de novo occlusion of the segment involving the sfa distal third to the popliteal distal of the right leg. Two biomimics stents (5.0 x 150mm and 5.0 x 125mm) were implanted. On (B)(6) 2021 a re-occlusion of the distal femoral- popliteal arteries was identified at 36 month follow-up, including re-occlusion of the target lesion. The event was described as "not related" to the device and "not related" to the procedure but as related to "worsening pre-existing condition". Duplex ultrasound was conducted and the stent was not patent. Percutaneous re-intervention was planned, but not done at the time of study exit. This event is reported as being target lesion related. Following review of this event with veryan's chief medical officer, a possible device relationship was determined, given that the event is indicated to be target lesion related. Therefore, veryan are reporting this event to take the most conservative approach. The patient outcome is described as "continuing". The device remains implanted.